Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave ablation catheter was used. During preparation of the catheter, the physician complained that it was difficult to deploy the array to the flower shape the slider would stop around 80% deployment, and a lot of strength was needed to fully deploy. The subsequent preparation deployments were slightly easier, so the physician decided to go ahead with using the catheter. However, once the catheter entered the patient's body and was deployed to flower the guidewire got stuck. The physician then tried to un-deploy the array but was initially unable to un-deploy it from the flower shape. Eventually after tugging on the guidewire and pressing more onto the slider with force, the flower un-deployed and the catheter was removed from the body. A new catheter and wire were provided to successfully complete the procedure. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment and un-deployment was tested multiple times, and device was deployed to basket and flower position with a slightly resistance noted, however, the deployment and un-deployment function properly. The allegations were unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave ablation catheter 31mm was selected for use, during preparation of the catheter, physician complained that it was difficult to deploy to flower shape. Slider would stop around 80% deployment and a lot of strength was needed to fully deploy. The subsequent preparation deployments were slightly easier so the physician decided to go ahead with this catheter. However, once the catheter entered pt body and was deployed to flower, the wire got stuck. The doctor then tried to un-deploy but was initially unable to un-deploy the flower shape. Eventually after tugging on the wire and pressing more onto the slider with force, the flower un-deployed and the catheter was removed from pt body. A new catheter and wire was provided to successfully complete the procedure. No patient complications were reported. The device is expected to be returned.